Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, it states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity" and "interoperative or postoperative bone fracture and/or postoperative pain.". This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reported to have undergone left total knee arthroplasty in (B)(6) 2013 and further reported that a revision procedure occurred on (B)(6) 2014 due to alleged pain, difficulty walking and loosening of the tibial component. A review of invoice history revealed the initial surgery occurred on (B)(6) 2013 and confirmed the revision surgery date. Additional information provided in patient medical records indicates that thickened tissue, hypertrophic synovium and a bone cyst were removed during the revision surgery on (B)(6) 2014. Medical records further indicated loosening of the tibial component.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 allegedly due to pain, difficulty walking and a loose tibial tray. During the procedure, thickened tissue, hypertrophic synovium and a bone cyst were noted. The tibial tray and tibial bearing were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.